Manufacturer narrative:
After further review, an initial emdr (mfg# 2249723-2021-00586) for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) generated an "mode autofill calibrate/need to adjust settings" message. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and upon a detailed examination found that the "mode autofill calibrate" is lower than the standard of the machine. The fse noted that the settings of the autofill calibrate were already in the standard of the machine. The fse needed to adjust the settings then calibrated all values into the iabp unit again. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) generated an "mode autofill calibrate/need to adjust settings" message. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165.  This CAPA identified complaints categorized as "other" events were incorrectly assessed for reportability, and therefore were deemed not reportable to the competent authorities.  Please disregard h10 statement made in follow up #1.